Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. Bd acknowledges the customer's indicated failure mode for poor clot formation. Several point to consider is that there are physiological circumstances that may lead to this circumstance, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced insufficient clot activator additive which was noted during use. The following information was provided by the initial reporter: during use, the customer complaint many tubes have sample quality. Blood did not coagulate 30 minutes after blood collection. After another 30 minutes of observation, some samples still did not solidify. Immediately after collection, the blood was mixed upside down for 5-6 times and placed vertically. The fastest time for blood coagulation was 45 minutes, while some samples were not coagulated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced insufficient clot activator additive which was noted during use. The following information was provided by the initial reporter: during use, the customer complaint many tubes have sample quality. Blood did not coagulate 30 minutes after blood collection. After another 30 minutes of observation, some samples still did not solidify. Immediately after collection, the blood was mixed upside down for 5-6 times and placed vertically. The fastest time for blood coagulation was 45 minutes, while some samples were not coagulated.